Manufacturer narrative:
Rapidport ez strain relief. Device summary evaluation: a visual examination was performed on the returned rapidport ez with strain relief. The band tubing appeared to be separated approximately 2 inches past the stainless steel connector. An opening was noted on the port tubing near the ss connector. Needle marks were observed on the port septum. Blue fluid was noted in the port septum. Scratches were noted on the port housing. The strain relief was noted to be discolored, as it was yellow in appearance. Red particles were noted on the port housing, port holes, and the outer surface of the strain relief. A port leak test was performed, and leakage was noted from the opening on the port tubing near the ss connector. An air leak test was not feasible as only rapidport ex with strain relief was received. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the band tubing, separated approximately 1.9 inches past the ss connector, was noted to have a striated origination point, consistent with damage from a surgical tool. The opening on the port tubing near the ss connector was noted to have sharp edges. One of the port holes was noted to be separated. The apparent origination point of the separate was noted to be striated, consistent with damage from a surgical tool. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing and the port base. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system reported loss of restriction. A leak was diagnosed under x-ray. Further leak test was performed and confirmed leak at the connector point in the tubing. Port was removed and replaced.